Manufacturer narrative:
Findings: unit received with unresponsive buttons due to unlocked j2 connector. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 125 mg/dl. The customer's father stated that none of the buttons work well. The customer stated the device on the normal day, all of a suddenly it quit working. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.